Event description:
Atrial fibrillation ablation performed with medtronic pulse select catheter, pulse field ablation and carto 3d mapping system. Patient tolerated procedure and was discharged same day. Followed up at (B)(6) hospital with neurologic complaints of left arm weakness. MRI brain significant for acute cortical right mca territory infarct. Patient transferred to winchester medical center with complaints of dizziness, left upper extremity weakness and numbness.